Event description:
It was reported that a resonate plate has broken post operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The follow-up imaging shows what appears to be a small metal fragment next to the plate near the lower level of the plate. The fragment is not visible on the immediate post-op image. It is unclear whether the object is a piece of a blocking slider mechanism, a piece of the plate or screw, or something else. No determinations could be made as to the cause of the reported issue. The following sections are been updated: b4, e1, h2, h6, h10.